Event description:
It was reported that the lightsource is displaying an e1 error message.

Event description:
Reportedly, the device was explanted after an implant duration of 3.83 months due to endocarditis. Magna was implanted for aortic valve replacement in 2009. Four months later, magna was explanted due to pve. Bentall procedure was performed and prima plus was implanted as a replacement. Vegetation was observed from the aortic annulus to near the anterior mitral leaflet. Etiological agent was reported to be infection. Device will not be returned for evaluation due to the infection. Customer commented that he would like to know if the valve was perfectly sterilized just in case.

Manufacturer narrative:
This was determined to be reportable to FDA per edwards lifesciences procedures. The DHR review has been started. Device not returned.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances related to this event.